Event description:
Information received by medtronic indicated that insulin pump had detected hal software error alarm. Customer was able to clear the alarm but did not receive request to rewind. Insulin pump did pass self test. Insulin pump had insulin flow block alarm and resolved by complete set change. No harm requiring medical intervention was reported. The device will not be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.